Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was unable to be reviewed as we were not able to obtain the serial number for the iabp associated with this complaint. Three (3) good faith effort (gfe) attempts have been made to the company representative to obtain additional information related to the event and repair status of the iabp unit. No response has been received. If the information is provided, it will be reported accordingly.

Event description:
The customer reported that they had a patient on a cs100 intra-aortic balloon pump (iabp) that was alarming "low vacuum". The company representative explained to the customer that the pump would need to be serviced. The customer confirmed they had additional pumps and could switch the patient to a new on and were comfortable doing so. No adverse event was reported. The company rep instructed the customer to take the effected pump out of service and asked for the serial number and patient info for complaint purposes. The customer stated she was not on the unit but would call back with info. The company rep did not receive a call and attempted to call the customer back but received no answer. The company rep stated they will have the local rep.

Manufacturer narrative:
It was reported by the facility's biomed engineer that while evaluating the iabp unit, the average vacuum was low. The diaphragms on the compressor were replaced and the internal tubing connections were all verified. After repair, the average vacuum passed. Testing was performed via the service mode - all tests passed. The iabp unit was put back in service for clinical use.

Event description:
The customer reported that they had a patient on a cs100 intra-aortic balloon pump (iabp) that was alarming "low vacuum". The company representative explained to the customer that the pump would need to be serviced. The customer confirmed they had additional pumps and could switch the patient to a new on and were comfortable doing so. No adverse event was reported. The company rep instructed the customer to take the effected pump out of service and asked for the serial number and patient info for complaint purposes. The customer stated she was not on the unit but would call back with info. The company rep did not receive a call and attempted to call the customer back but received no answer. The company rep stated they will have the local rep follow up on this. It was later reported that the patient's treatment was not affected.